Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl0337 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On 5/11/16 - it was reported by the complainant that during surgery over the weekend, a PICC was used on a patient. When the stylet was removed from the patient it was noted that a fragment of the stylet was broken off 20 centimeters from the distal end. Patient had to be sent to another facility for retrieval of the broken piece. On 5/12/16 - received an email with additional information regarding the event. Contact reported that the fragment of the stylet was removed successfully. No harm to the patient was reported.